Event description:
It was reported that the atrial lead was damaged during extraction of the ventricular lead. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the lead outer insulation was breached cut. Blood/body fluid was present on the proximal conductor and blood was in/on the helix mechanism. A white substance was observed on the outer insulation. Apparent explant damage was also noted.